Manufacturer narrative:
H3: the ups 9735787 main cart s8 svc (serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found no failure. The computer 9735764r nav with pcoip s8 svc (serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found no failure. H6: codes d02, b01, c13 apply to the system (product ID: 9735665, serial/lot: (B)(6)). Codes d14, b01, c19 apply to the ups 9735787 main cart s8 svc (serial/lot: (B)(6)) and the computer 9735764r nav with pcoip s8 svc (serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735787 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735764 (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site attempted to boot the system three times and "it failed three times". The system displayed linux commands on bootup stating "failed to start pulseaudio system server". No patient was present. Additional information was later received. A medtronic representative (rep) called to report that the system had a refresh computer originally. He replaced the computer, mini displayport (dp) to dp cable as well as the uninterruptible power supply (ups) and the issue was resolved.